Event description:
It was reported that the patient with this newly implanted pacemaker died on (B)(6) 2025, the day of their implant procedure. The patient was originally being treated for bradycardia/junctional rhythm post a transcatheter aortic valve replacement procedure which had occurred beforehand. According to the physician, the pacemaker implant procedure was successful, however on multiple occasions during surgery, the patient was reported to not have had no pulse, even with the pacemaker pacing the heart. After the procedure was completed, the patient experienced multiple rounds of ventricular tachycardia/ventricular fibrillation which required external shocks to convert. A rise in rv thresholds was also noted during a two-hour period, however no allegation was made against the implanted leads. The patient was given medications, intubated, an echocardiogram was performed, an arterial line made, and a blood transfusion performed, but they ended up succumbing and passing away from their complications. It was unknown if the pacemaker or implant procedure contributed to the patient's death at this time. No additional adverse patient effects were reported.